Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter (aus) after having a sling device implanted due to recurring incontinence. No patient complications were reported.